Manufacturer narrative:
The device was evaluated at philips, and the failure was confirmed. Repairing a broken internal connector resolved the issue.

Event description:
The customer reported intermittent paddle failures during user initiated shift checks.